Manufacturer narrative:
The initial reporter indicated that lens was not available to be returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine if this capsule rupture is related to the lens implantation or to the surgical procedure; therefore, a root cause for the reported event cannot be determined. No corrective action necessary at this time. If the device is returned for evaluation or additional information is obtained, the investigation will be reopened and a supplement report will be submitted.

Event description:
It was reported that while the lens was being implanted in the left eye the capsule ruptured, but no vitreous prolapse had occurred. During the procedure, the anterior chamber and capsular bag were filled with hyaluronic acid and during maneuver, it became apparent the capsule posterior had ruptured. The lens was removed and the li61aor was implanted instead.